Event description:
Information received indicates the brake assembly is missing pins which are preventing the brake caster from engaging into brake.

Manufacturer narrative:
The technician replaced the pins in the brake assembly to repair the stretcher.